Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed two tears with lengths and widths of up to 1 mm, which penetrates the balloon wall and reaches over a length of 2 mm beginning distal to the distal xray marker. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy (i.e. Severely calcified target lesion).

Manufacturer narrative:
Combination product: yes.

Event description:
A passeo 18 balloon catheter was chosen for the treatment of a severely calcified lesion in the arteriae tibialis anterior. The passeo 18 balloon was used to dilate the lesion. Although the pressure could not be maintained, it was tried several times, but the balloon still could not be filled during the expansion.